Event description:
(B) (4). It was reported that following a coronary drug eluting stenting treatment procedure, restenosis occurred. The 90% stenosed target lesion was located in the proximal right coronary artery (rca). The reference vessel diameter was 3.5 mm and the lesion length was 16 mm. A 3.50 x 16 mm taxus express2 stent was implanted. The lesion was post-dilated with 0% residual stenosis. During a follow up visit in (B) (6) 2008 an angiographic review showed 90% restenosis on the proximal edge of the study stent within the bare metal stent at the ostium of the proximal rca. The restenosis was treated with a non bsc stent. The patient was discharged two days later.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing records for this batch were received and indicate the device met all material, assembly, and performance specification prior to shipment. The most probable root cause classification of anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B) (4): device not returned for analysis.